Event description:
The customer reported this atrial lead was explanted (discarded) and replaced because the lead was dislodged. The rep tried to retrieve the lead for pathology, however, the hospital had already discarded it. The lead was actively implanted for approximately 7 yrs, 9 months.

Manufacturer narrative:
The rep confirmed that the lead had been discarded, therefore, it will not be returned for analysis. As a result, the reported allegation cannot be confirmed. Lead dislodgement is a recognized clinical event referenced in the device's labeling and/or reported in the medical literature. No additional info is available at this time; if additional info becomes available, the event will be re-evaluated. The device history records and the complaint files of the lead model were reviewed. No trend of the same or similar type was found or indicated.